Manufacturer narrative:
(B)(4)

Event description:
Information received from patient's legal representation, though not verified, indicated on or about (B)(6) 2012 plaintiff underwent surgical procedure during which her physicians implanted transvaginal mesh with the aristrans-obturator sling. Later, plaintiff treated for severe pain with daily activities and intercourse. Plaintiff underwent three mesh revision procedures due to pain, during which the mesh was revised and/or excised and will likely be forced to undergo additional corrective procedures and/or additional medical treatment. Plaintiff has suffered, and continues to suffer, multiple, severe and painful personal injuries, including, but not limited to, urinary incontinence, physical deformity, and the loss of the ability to perform sexually.